Event description:
It was reported this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. An xtw clip was inserted and deployed on the mitral valve. However, immediately after deployment, the clip slightly opened. It was noted the clip remained stable on the leaflets and mr was reduced to a grade of 1. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities that would have contributed to the reported event. Additionally, a review of the complaint history identified no other complaints from the lot. Based on information reviewed, the reported unintended movement (clip opening while locked) appears to be related to normal function of the device and due to settling of the clip and significant amount of thick anterior leaflet within the clip. There is no indication of a product issue with respect to manufacture, design, or labeling.